Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp) that stated the cause of the patient's symptoms was related to blood pressure issues that the patient had prior to their pump symptoms. It was reported the issue is resolved and the pump was working within normal limits.

Event description:
Information was received from a patient representative via a company representative (rep) regarding a patient receiving intrathecal baclofen (unknown) via an implantable pump. It was reported that the company representative (rep) received a call from patient's caretaker that patient was being transported to hospital for increased spasticity, vomiting, and suspected baclofen withdrawal. Envir onmental/external/patient factors that may have led or contributed to the issue. The patient was admitted to the emergency department (ed) on (B)(6) 2025 for evaluation. It was unknown if the issue had resolved yet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.